Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause of the complaint could not be established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, a root cause was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that subject device, control section had foreign objects. There were no reports of patient involvement.